Event description:
The reporter stated that the surgeon was loading a visian icl (implantable collamer lens) model micl 12.1 mm and upon inspecting the lens, he noticed a mark on the optic of the lens and opted not to use it. No patient contact.

Manufacturer narrative:
A visual inspection of the returned product shows there is a long mark like a water spot on the optic of the lens. There is clear surgical residue on the lens. A work order search was performed for similar complaints within the search, and no similar complaints were found.